Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted 36 months, was explanted due to end of life (eol) indicators. There were no allegations against device function.,